Manufacturer narrative:
Article citation: "unexpected bone resorption in mentum induced by the soft-tissue filler hyaluronic acid: a preliminary retrospective cohort study of asian patients", xiaoshuang guo, m.d., jingyi zhao, m.d., guodong song, m.d., xianlei zong, m.d., dong zhang, m.d., chenzhi lai, m.d., and xiaolei jin, m.d., plastic and reconstructive surgery, august 10 2020. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported in the article ¿unexpected bone resorption in mentum induced by the soft-tissue filler hyaluronic acid: a preliminary retrospective cohort study of asian patients¿ that a patient had 1 injection with juvederm®. Filler was generally placed at the pogonion and was more central than tapered. Patient experienced bone resorption in the mentum; nevertheless, the aesthetics were not impaired. Injection with greater than or equal to 1 ml per time was more susceptible to bone erosion. Although hyaluronic acid was conventionally injected in the midline of the mentum, bone erosion mainly appeared in bilateral mandibular incisive fossa, with the mandibular symphysis less affected. Patient was asymptomatic, and no apical lesions were found intraoperatively.